Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported mitral stenosis. The reported hypertensin and hypotension appear to be related to the mitral stenosis. Mitral stenosis, hypertension, and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. The valve area was 4.5cm. The first ntw was placed on the valve and the mitral pressure gradient increased (mpg) to 7.0mmhg. The patient developed mitral stenosis. The mpg returned to baseline after removing the ntw. After changing the clip to an nt, the mpg decreased to 5.0mmhg. Due to mitral stenosis, left atrial pressure increased and blood pressure decreased. Once the clips were removed, the patient was hemodynamically stable.